Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned device found signs of repeated use/ discoloration and both of the post components have fractured off. Device history record was reviewed and no discrepancies were found. The device has a potential field age of 15 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the posts on a cut block fractured following a knee procedure, outside of the operating room. No adverse events have been reported as a result of the malfunction.